Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable is bent. Reportedly, the customer has been able to charge the pump using a different usb cable. There was not reported impact to customer's blood glucose level.